Manufacturer narrative:
On 08/22/18, it device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device and on the shell surface. Product evaluation team discovered a rent measuring approximately < 0.1 cm within a crease on the anterior aspect. Also, was noticed several creases on both views of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 6734323. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. The deflation was noticed by the patient. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 350cc on (B)(6) 2018. The patient had fully recovered after the surgery. The patient was not hospitalized.